Event description:
An optometrist reports a 'low energy warning' error message at the end of the first procedure following the summer holiday. This was a conventional, epi-lasik procedure. Based on the info provided during the course of the investigation, at four mos post-op, this pt exhibited a 2-line decrease in bcva in the right eye. The surgeon indicated he and the pt was happy with the outcome; the pt work and functions well without corrective lenses. The surgeon also stated this was an expected result based on the pt's pre-op refraction.

Manufacturer narrative:
The eval/investigation is in progress.